Event description:
One liter glass bottle containing a solution of central parenteral nutrition, slipped out of plastic ring holder hanging from pt's IV pole. The bottle shattered when it hit the floor. The plastic ring holder was returned to pharmacy.